Event description:
It was reported that the side rails were sticking and not latching in the raised position. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Mfrs investigation is still ongoing; if add'l info is rec'd, a f/u report may be submitted.